Event description:
It was reported that the patient¿s catheter dislodged. The catheter had to be replaced. The patient was deceased due to cancer. The drug in the pump was bupivacaine.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: unknown, product type catheter. (B)(4).